Manufacturer narrative:
H4 - corrected to (B)(6) 2021 in initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2. -12.0/2.0/073 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. The lens was implanted and removed intraoperatively with no injury due to lens tear/break during injection/delivery into the eye. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).